Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the battery was warm when touched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 02/04/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed multiple persistent "replace battery" alarms. During testing, the pump booted with a low battery alarm. The pump was tested with an external power supply and the observed current draws were above specifications. The battery compartment and cap were found to be intact with no damage or moisture ingress. The pump cover was removed and no intermitting conditions were observed. During testing, the display screen was found to be dim; the pump display screen was replaced and the pump current draws returned to normal.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2013 additional information: product analysis has added the following conclusion to the investigation results: the original complaint of overheating was not duplicated during testing.